Event description:
It was reported that the patient experienced prolonged hyperglycemia followed by prolonged hypoglycemia, with engineering logs indicating a full supply change before the hyperglycemia period, multiple high glucose alerts, and a subsequent occlusion alert, and later multiple low glucose and rate-of-drop alerts with no recorded rewind prior to the hypoglycemia period; the user was later assisted with infusion set guidance and a factory reset. Symptoms included none reported. Outcomes included resolution without medical intervention or outside assistance. Investigation included a review of device engineering logs and customer support follow-up. Investigation of this case revealed alerts consistent with infusion set or site issues before the hyperglycemia and a probable missed rewind or related setup error preceding the hypoglycemia, while the device generated appropriate glucose alerts throughout. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.